Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as an open sore on right side where the bottom of the garment sits that has now scabbed over. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the patient reach out to zoll for a remeasure for garment fitting for the open wound. Follow up indicated that the open wound improved.